Event description:
Encounter date: [date redacted]. Subjective: pt is a [redacted] who comes in today for follow-up of recurrent mixed incontinence s/p multiple prior procedures. Last office visit >2 years ago. She also has recurrent utis; cystoscopy was normal 2 years ago. She also has uncontrolled dm with a recent hba1c of 11.7 (unchanged from 2 years ago), likely contributing to her bladder symptoms. Previously, urodynamics showed a sensory-intact bladder, no doa, sui with vlpps of 124 and 111, and she didn't empty very well at that time. Today reports another recent uti for which she just completed a course of bactrim. She also had some recent vaginal bleeding that was evaluated by dr. (B)(6), who is concerned that she may have a mesh erosion from her abdominal sacrocolpopexy many years ago; a biopsy of granulation tissue at the cuff was benign. External female genitalia: normal appearance and hair distribution, no lesions urethral meatus: normal size and location, no prolapse, skene's glands wnl bladder: nontender, no masses. Pvr deferred. Ua pos nitrites, le and blood (culture sent). No leak with valsalva/cough on supine empty stress test. Qtip: 30 degrees. Vagina: mucosa mildly atrophic, no discharge, ~1cm defect at the cuff with exposure of mesh. Cervix: surgically absent. Uterus: surgically absent. Adnexa: no palpable masses or tenderness. Pelvic floor: no tenderness. Anus/perineum: normal perineal/vulvar sensation. Encounter diagnosis. ICD-10-cm. Recurrent uti n39.0 urinalysis(ua). Cult urine(uc). Mixed incontinence n39.46. Erosion of vaginal mesh, initial encounter (hcc) t83.711a. Atrophic vaginitis n95.2. For her mesh erosion, recommend continued use of premarin cream 3 nights per week to improve the health of the tissues. Discussed that this could allow vaginal mucosa to heal over the exposure, but that is not a guarantee. Surgical treatment of her mesh erosion would depend on how symptomatic she is with regards to bleeding, pain or infections. Again encouraged her to keep working on her blood sugars, as this could go a long way toward improving her bladder symptoms and frequency utis.